Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set), followed by se 2367, during dwell 4 of 12 on the home choice (hc). The solution bag became disconnected and leaked. The technical service representative (tsr) explained the alarm to the registered nurse (rn) and offered to assist getting the home patient (hp) off of the hc, but the rn indicated she had to call the peritoneal dialysis nurse (pdn) to handle. Product surveillance (ps) spoke with the charge nurse (cn) on (B)(6) 2012 regarding the system error 2240 and additional information regarding the patient. Per the cn, she was not aware of the alarm and could not provide any information regarding the nurse with the name given in the complaint. No further information was available. There was patient involvement.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown; therefore, d4 is unknown. A 510k number could not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the registered nurse stated a bag became disconnected and there is fluid all over the floor. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.